Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal remained ongoing. The patient experienced peritonitis, requiring hospitalization. The patient was treated with injections of vancomycin-ip 1 gram, fortum-ip 500 mg (in each bag) and reflin-ip 500 mg (in each bag) (frequencies were not reported). The root cause of the peritonitis was unknown and the outcome of this event is unknown.